Manufacturer narrative:
.

Event description:
Note: this manufacturer report pertains to one of three devices used in the same procedure. Refer to manufacturer report # 3005099803-2016-02165, 3005099803-2016-02167 and #3005099803-2016-02166 for the other associated device information. It was reported to boston scientific corporation on july 12, 2016 that three ultraflex tracheobronchial stents were used to treat a stricture during a stent placement procedure performed on (B)(6) 2016. During the procedure, the physician started deploying one third of the first ultraflex tracheobronchial stent (the subject of MFR. Report # 3005099803-2016-02165) when the deployment suture could not be pulled. This partially deployed stent was removed from the patient. A second ultraflex tracheobronchial stent (the subject of MFR. Report #3005099803-2016-02167) was able to be deployed; however, the stent was deployed distal to the stricture. This stent remains implanted. The physician deployed a third ultraflex tracheobronchial stent (the subject of MFR. Report # 3005099803-2016-02166) successfully but it was noted that the stent suture knot appeared to be too long. Reportedly, sputum production was noted in the patient. The patient's condition at the conclusion of the procedure was reported to be good. Additional information received on august 10, 2016: according to the complainant, the patient was admitted to the intensive care unit (ICU) due to other disease, but specific details are unknown. The physician noted that sputum got stuck in the stent suture requiring the patient to undergo bronchoscope suctioning once a day. Reportedly, the patient's sputum issue has improved and the patient's current condition at the end of (B)(6) was good. No further medical intervention was necessary.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of stent damaged. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of three devices used in the same procedure. Refer to manufacturer report # 3005099803-2016-02165, 3005099803-2016-02167 and #3005099803-2016-02166 for the other associated device information. It was reported to boston scientific corporation on july 12, 2016 that three ultraflex¿ tracheobronchial stents were used to treat a stricture during a stent placement procedure performed on (B)(6) 2016. During the procedure, the physician started deploying one third of the first ultraflex tracheobronchial stent (the subject of MFR. Report # 3005099803-2016-02165) when the deployment suture could not be pulled. This partially deployed stent was removed from the patient. A second ultraflex¿ tracheobronchial stent (the subject of MFR. Report #3005099803-2016-02167) was able to be deployed; however, the stent was deployed distal to the stricture. This stent remains implanted. The physician deployed a third ultraflex tracheobronchial stent (the subject of MFR. Report # 3005099803-2016-02166) successfully but it was noted that the stent suture knot appeared to be too long. Reportedly, sputum production was noted in the patient. The patient's condition at the conclusion of the procedure was reported to be good.